Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a clinical study regarding a patient who was receiving morphine (10.0 mg/ml at 1.200 mg/day) and bupivacaine (10.0 mg/ml at 1.200 mg/day) via an implantable pump for non-malignant pain, other non-malignant pain, and other chronic/intractable pain (trunk/limbs). A pump interrogation was performed on (B)(6) 2013, revealing a pump motor stall. The device diagnosis was pump motor stall. There were no actions taken. The event was related to the device/therapy. The event was not related to the implant procedure. The event resolved without sequelae on (B)(6) 2013. There were no reported symptoms.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Dditional information received from a healthcare provider (hcp) via a clinical study reported the pump motor stall occurred at 12:32 and the motor stall recovery occurred at 13:14. The event date was updated to (B)(6) 2013.